Event description:
It was reported that during an unknown procedure, the surgeon reported that the teflon of the shears burned and it became loose during its use. The patient did not have any consequence due to this event. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. The device was returned with the tissue pad missing and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed..